Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Despite the malfunction occurring multiple times, the customer decided to continue using the current pump while having an alternate method ready if necessary.